Manufacturer narrative:
(B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. X-ray demonstrated wireform intact. Growth was present across the cusp region of leaflet 2 at the outflow aspect. There was a 5mm x 5mm non-transmural cut across the free margin and into the cusp region of leaflet 3. The cut appeared smooth and straight. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue around the stent circumference was minimal at the inflow and outflow aspect. Wireform was exposed on the inflow aspect. As received, the sewing ring was purple in color and approximately 10% of the suture ring cloth was cut. Two pledgets remained attached to the sewing ring near commissure 2 as seen at the outflow aspect.

Manufacturer narrative:
X-ray demonstrated wireform intact. Growth was present across the cusp region of leaflet 2 at the outflow aspect. There was a 5mm x 5mm non-transmural tear across the free margin and into the cusp region of leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue around the stent circumference was minimal at the inflow and outflow aspect. Wireform was exposed on the inflow aspect. As received, the sewing ring was purple in color and approximately 10 percent of the suture ring cloth was cut. Two pledgets remained attached to the sewing ring near commissure 2 as seen at the outflow aspect. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of immobile leaflet was not confirmed. Customer report of mitral regurgitation could not be confirmed through visual observations. Valve will be sent to r&d for further evaluation. A follow up report will be submitted when new information is received. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, this valve was explanted on post-operative day 6 due to regurgitation. It was suggested by the health care provider that subvalvular tissue may have been spared at implant and may have contributed to the reported immobile leaflet. The health care provider also commented that there was no malfunction of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards received information that this mitral bioprosthetic valve, implanted six (6) days, was explanted due to mitral regurgitation secondary to an immovable leaflet. Reportedly, this valve was implanted to correct the patient¿s native mitral regurgitation in an emergent operation. It was unknown if subvalvular tissue was spared at implant. After implant, left ventricular rupture occurred and it was hard to arrest hemorrhage. On postoperative day 1, the patient's chest was reopened due to bleeding. On postoperative day 2, the patient's chest was reopened again for arresting hemorrhage and removing thrombus. On postoperative day 6, this device was explanted and replaced with a mechanical valve (size unknown) with no adverse patient effects reported as a result of the valve replacement. The valve was returned for evaluation. Through follow up with the health care provider, it was learned this patient was under treatment at ICU and expired at postoperative day 10. The health care provider indicated that the left ventricular rupture after implant, explant due to regurgitation, and low output syndrome were all not device related. The customer was asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute death of this patient

Manufacturer narrative:
Additional manufacturer narrative: further evaluation was conducted by research and development. They concluded with the following comments. This mitral valve was reportedly explanted after implant duration of 6 days due to mitral regurgitation secondary to an immovable leaflet. No echocardiography recording was provided, thus the reported mitral regurgitation in vivo cannot be confirmed. The total regurgitant fraction (trf) during pulse duplicator testing under simulated normal physiological conditions was 2.1%, which is more than seven times lower than the maximal allowance (15%) for this size of mitral valve per (B)(4). The reported regurgitation could not be reproduced. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions including the reported patient¿s unstable low cardiac output syndrome and the presence of thrombus. These results are consistent with the surgeon¿s affirmation ¿that there was no malfunction of the device and the device did not cause or contribute the event.¿